Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1710. The pt had two leads implanted with the same lot number. It was reported the pt's scs system was explanted due to ineffective stimulation. The paresthesia overlap was still optimal, but the pain levels continued to increase. The pt is planning to have another surgical option performed and needed a MRI as well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.